Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestnal videoscope exhibited blurred image. There were no reports of patient involvement

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected information. Corrected fields: h4.